Event description:
The manufacturer received information in relation to a dreamstation 2 advanced auto CPAP unit. The manufacturer received information alleging congestive heart failure. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.